Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (netherlands) the patient experienced ineffective stimulation. As a result surgical intervention was taken on (B)(6) 2017 to reposition the lead. However the physician was unable to reposition it due to scar tissue and the lead was explanted. The physician is to decided the next step for the patient.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2017 to implant the lead. However, the physician was unable to implant the new lead due to scar tissue. The procedure was abandoned (reference MFR. Report# 1627487-2017-08258).